Manufacturer narrative:
Kawai, k. & tanaka, t. (2017). Outcome of vagus nerve stimulation for drug-resistance epilepsy: the first three years of a prospective japanese registry. Epileptic discord, 19(3), 1-12. Doi:10.1684/epd.2017.0929

Event description:
A research article comprised of data from a national registry of all vns patients implanted between july 2010 and december 2012 reported several deaths, adverse events, and device malfunctions. MFR report #1644487-2017-04547 captures the deaths reported in the article. The infections and intraoperative and postoperative cardiac complications observed during the study are captured in this report, the high impedance observed during the study is captured in MFR report #1644487-2017-04549, and the seizure increases observed during the study are captured in MFR. Report #1644487-2017-04550. Seven patients experienced intraoperative arrhythmias at implant, and 2 of these patients required their implant surgeries to be ended without device implant due to arrhythmias caused by the stimulation provided during a system diagnostic test. One patient experienced postoperative arrhythmia 12 months after implant surgery. Six patients experienced local infections at the start of stimulation, 3 months after implant, 12 months after implant, or 36 months after implant. Six patients' devices were explanted due to infection. No additional relevant information has been received to date.